Event description:
It was reported that during an emergent stent assisted angioplasty procedure of the middle cerebra artery (mca), thrombus formation was observed post stent deployment. The physician administered integrilin (dose unknown) without clinical consequences to the patient. The procedure resulted in re-establishment of good flow in the mca.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specification nonconformance. There is also no indication that the wingspan device malfunctioned. The reported thrombosis is a known and anticipated complication associated to these types of procedures and is listed as such in the device directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Device implanted.

Event description:
It was reported that during an emergent stent assisted angioplasty procedure of the middle cerebra artery (mca), thrombus formation was observed post stent deployment. The physician administered integrilln (dose unknown) without clinical consequences to the patient. The procedure resulted in re-establishment of good flow in the mca.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an emergent stent assisted angioplasty procedure of the middle cerebra artery (mca), thrombus formation was observed post stent deployment. The physician administered integrilln (dose unknown) without clinical consequences to the patient. The procedure resulted in re-establishment of good flow in the mca.